Manufacturer narrative:
The device was returned for evaluation and the customer allegation was confirmed. The printed circuit board was faulty causing no image and all light emitting diode (led) on front panel to light up. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center, had every single light lit up and there was no video output. The event was identified during preparation for use for an unknown procedure. There were no reports of health hazard to the patient or user of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.